Event description:
It was reported that post implantation of three xience v stents in the right coronary artery, the patient experienced elevated enzymes, which was diagnosed as a periprocedural myocardial infarction. No treatment was provided. On (B)(6) 2009, the event resolved and on (B)(6) 2009, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the xience instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that the instructions for use states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred periprocedurally.